Manufacturer narrative:
Concomitant medical products: 694045 implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episode. The lead had high and low pacing impedance with high thresholds and intermittent loss of capture. The lead was reprogrammed with therapies turned off. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.